Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. There were no adverse consequences. The patient is doing well after the event.